Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s touchscreen cracked after being dropped, rendering the screen unusable and preventing the user from unlocking the device, with no injuries and no impact to blood glucose reported. Symptoms included no clinical effects. Outcomes included interruption of normal device use with the user transitioning to backup therapy. Investigation included review of the reported circumstances and confirmation that the device will be returned for evaluation. Investigation of this case revealed physical damage to the display/touchscreen consistent with accidental drop impact, resulting in a broken or cracked screen and loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental dropping.